Event description:
The lesion being treated was heavily calcified in the proximal third, 80% stenotic lesion and the diagonal branch in this region is 99% stenosed.

Event description:
Two days after a coronary drug eluting stenting treatment procedure, the stent became occluded. The taxus express2 2.5 x 16 mm drug eluting stent was deployed in the ostium of the lad. There were no procedural complications. The pt apparently suffered a cardiac arrest, was resuscitated and underwent re-intervention. The pt was being anticoagulated; pt was taking clopidogrel and aggrastat. The pt died of multi-organ failure. Echocardiography revealed that the stent was occluded again. The pt was considered to be higher risk than usual. No additional info is available.